Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user did not observe drops while attempting to fill the infusion tubing and noted insulin visible in the cartridge chamber, with the cartridge initially connected to the tubing before insertion into the ilet; after guidance to insert the cartridge into the ilet first and then attach the tubing, priming succeeded and insulin delivery resumed. Symptoms included hyperglycemia with a reported peak of 230 mg/dl lasting about one hour. Outcomes included no alerts above 300 mg/dl, no ketone testing, no back-up therapy, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education on correct cartridge insertion and supply change steps, with use of an inset 23-inch, 6 mm infusion set and connect adaptors as needed. Investigation of this case revealed use error related to the supply change sequence that led to failure to see drops during fill, which resolved after correcting the insertion order. It was concluded, based on previously established findings for similar reports, that the cause was user technique during setup.